Manufacturer narrative:
Updated fields: g6, h2, h11. Corrected fields: e1 initial reporter name, initial reporter mail ID, e3.

Event description:
N/a.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had a helium leak issue. No harm was reported.

Manufacturer narrative:
Due to character limitations in e1 the complete event site name is (B)(6) medical center. A supplemental report will be submitted upon completion of investigation.

Manufacturer narrative:
Updated fields: h3, d9, b4, g3, g4, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) inspected the device and noted that the unit had exceeded 5,000 operating hours, with the last preventive maintenance recorded at 4,945 hours. The compressor required replacement. The fse also found that the unit contained no helium and attempts to fill the system from the helium cart showed no helium flow. After speaking with customer, it was reported that someone had previously worked on the device and replaced the fill manifold. Inspection revealed that the check valve lacked the required spacer. The fse replaced scroll compressor, muffler, check valve and helium tubing. The unit passed all calibrations, functional and safety tests and was returned to the customer, ready for clinical use. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective scroll compressor, muffler, check valve and helium tubing. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was discarded. However, per the cardiosave dfmea the possible causes was debris or excessive stress or fatigue.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, b8, g3, g6, h2, h11. Corrected fields: h6 (health effect).

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had a helium leak issue. No patient was involved.